Event description:
ICU medical plum 360 infusion pump failure occurred, and the pump randomly shut off in the middle of a patient infusion, resulting in the patient's blood pressure dropping. Further intervention was necessary to recover the patient to include medication intervention and resuscitation. The vasopressors being infused during the shut off was levophed, neo-synephrine, and epinephrine. This report is being filed on multiple ICU medical plum 360 infusion pumps due to failures of inappropriate shut off. Batteries were replaced in pumps during recall of infusion pumps, and batteries where then replaced to mitigate shut off failures after following recall recommendations. The batteries in the infusion pumps have been replaced two times since the recall notice has gone into affect. Multiple infusion pumps have been identified to shut off during infusion. Reference reports: mw5150725, mw5150726, mw5150727.